Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was damaged to the handle, rear enclosure case, and front enclosure case. The handle, and rear and front enclosure cases would need to be replaced on the device to address these issues. There was no repair made to the device, and it will be scrapped.